Event description:
The customer reported a speaker malfunction. A speaker malfunction inop was displayed on the monitor and no sound was emitted by the speaker. No death or patient / user injury or harm was reported.